Event description:
It was reported that this patient received one inappropriate shock and three bursts of anti-tachycardia pacing (atp) from this implantable cardioverter defibrillator (ICD) system for oversensing of myopotential artifact. No additional adverse patient effects were reported. Currently, this ICD system remains in service.